Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic assisted vaginal hysterectomy /lso, left ureterolysis, right salpingo-oophoropexy, extensive peritonectomy, sigmoid colorrhaphy, pubovaginal sling, cystoscopy, uterosacral colposuspension, anterior colporrhaphy due to chronic dyspareunia, chronic dysmenorrheal, mixed urinary incontinence, chronic left lower quadrant pain, and left adnexal mass congenital abnormality with possible uterine congenital abnormality (possible uterine didelphis). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 10/07/2016.

Manufacturer narrative:
Date sent to FDA: 7/25/2017 additional patient code: (B)(4) - urinary/bowel problems, recurrence additional narrative: it was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence and bleeding.